Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The insulin pump was not physically damaged or exposed to moisture. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The esc button did not respond due to corroded keypad trace. The insulin pump had minor scratched display window, and cracked reservoir tube lip.